Event description:
Around 1300, I, (B)(6), registered nurse, spiked and primed a new 100ml propofol bottle. (B)(6), rn entered the patient room when the bottle was started, and dr. (B)(6) was at bedside. The pump was programmed to run at 5 mcg/kg/hr or about 3.3 ml/hr. Around 1545, I noticed the bottle of propofol was almost empty. I immediately made sure the bottle was not leaking, and I ensured the pump was running at the correct rate which it was. I informed my charge nurse, (B)(6), about the conflict. She double checked my pump, and she checked iaware (cerner) which showed the pump running at the correct 5 mcg/kg/hr and maintaining there with no titrations. A new bottle was spiked and manually started on a new pump. The pump, hr1938, was taken out of the room. The patient was unharmed. (B)(6) was also notified about the incident when it happened.